Manufacturer narrative:
The complaint description states that after one of the hip replacements today, a cssd staff member has reportedly scratched herself on one of the broach handles. It has a jagged piece of metal on the underside of the strike plate, which is likely to have happened during removal of a broach during a case at some point. The device associated to the complaint were not returned for analysis. The DHR analysis performed for product reference (B)(4) batch number 2252178 and 952211500 / batch number 2153229 did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations ((B)(4) / batch number 2153229). The photos provided were reviewed by r&d. As can be seen from the attached photos the broach handles are severely damaged from impaction. Unable to ascertain the approx. Year of manufacture from 1 of the handles (lot nb31527) the other handle lot I/d nt0808 (aug 2008) is approx. 8yrs old. The assessment is that this complaint is due to wear and tear. The related IFU for this product is w90945, which do include a requirement to "inspect all instruments prior to sterilization or storage to ensure instruments are suitable for use." Based on the information received and the investigation performed, the root cause of the incident is attributed to product wear (from usage). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After one of the hip replacements today, a cssd staff member has reportedly scratched herself on one of the broach handles. It has a jagged piece of metal on the underside of the strike plate, which is likely to have happened during removal of a broach during a case at some point.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.